Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to sepsis and respiratory failure. Follow up was attempted to identify the source of the sepsis.